Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable revealed that the previous repair was worn out and multiple layers of tape was placed on the previous repair by the spouse, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient¿s driveline was covered in several different layers of tape. A previous driveline repair was covered with electrical tape by the patient¿s spouse and then that was covered by an additional layer of tape that looked like some type of silicone tape. A driveline sheath repair was performed after multiple layers of tape were removed. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.